Manufacturer narrative:
B5: the leak was observed during a line flush with normal saline when hanging a chemotherapy infusion. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: the event occurred during an unspecified date of april, 2024. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set leaked while flushing the line. The tubing was split or torn where the blue slider clamp was placed. The device was used for chemotherapy infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.